Event description:
It was reported that on (B)(6) 2004, the patient underwent anterior lumbar interbody fusion, l5-s1, using medtronic lt cage and bone morphogenic protein to treat degenerative disc disease l5-s1 with mechanical back pain. On (B)(6) 2004, the patient presented with fevers and readmission to the hospital with a CT scan demonstrating a large fluid collection in the retroperitoneum. Study demonstrated a large fluid collection in the immediate subcutaneous tissue plane. Although he did have some localized tenderness and a small amount of serous drainage and some swelling to around the region of the skin incision without overlying erythema. On (B)(6) 2013, the patient presented with fever, large fluid collection in the retroperitoneal hematoma, localized tenderness and a small amount of serous drainage and some swelling to around the region of the skin incision. Per the medical records, ¿[dr.] Suggested that the patient go to the operating room for culture and evacuation of the retroperitoneal hematoma¿.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.